Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the (B)(4) would not fire correctly. The hospital reported no pt effects. A new kit was used to complete the procedure. A replacement was requested. The product was discarded.